Event description:
It was reported that interrogation of the device showed there had been a lead warning with high impedances and noise. High thresholds were also reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and the distal conductor was found to be fractured. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut and there was blood in/on the helix/lobe mechanism.